Event description:
It was reported that a pt's device presented with high impedance approx two weeks after generator revision surgery during a follow-up visit with the physician to have the generator programmed. The MFR's rep reported that the physician replaced the generator due to high lead impedance. The generator is not suspected to contributed to the high lead impedance as the high lead impedance was reported prior to generator revision surgery. Good faith attempts to obtain add'l info regarding the suspected high impedance have been unsuccessful to date as the physician does not remember anymore info.

Event description:
Additional information received revealed that the patient will not undergo lead revision surgery at this time. No further information was available.